Event description:
It was reported that during a realize port replacement procedure, surgeon went to check patient's port to discover that the tubing was disconnected from the port. The locking connector and tubing strain relief was still connected to the port. The port was fastened properly to the fascia. The doctor opened a port kit to reconnect the tubing and placed the new port on the fascia. There were no patient consequences.

Manufacturer narrative:
(B)(4). The velocity port with locking connector and tubing strain relief were returned for evaluation. Dimensional analysis for the port and connection tubing were within specification. A review of the manufacturing records was performed and there were no discrepancies recorded during the manufacturing process. Our investigations concluded that the device was manufactured to specifications and met all release criteria. The complaint was not confirmed.

Manufacturer narrative:
(B)(4).